Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked at septum on (B)(6) 2025, at 0900 hours, the nurse gave the patient an indwelling needle venous puncture successfully, with saline sealing tube to close the sealing clip, the nurse found that the white isolation plug has blood back, the nurse that immediately give the patient to replace the new closed type of venous needle, the patient for the time being did not find an adverse reaction.

Manufacturer narrative:
1. DHR/bhr review (lot#5018501): 1) the products of this batch were assembled at intima ii auto line 2 in feb 2025 and packaged at r240 package line in feb 2025. Work order quantity was (B)(4) pcs. 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications. 4) no unqualified deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 2. No defective sample and photo returned for the complaint. 3. Performed septum leakage test for the retained sample of this batch. The test result showed that no leakage was found at the septum. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, so the root cause of septum leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.